Event description:
A customer reported receiving erratic readings on their freestyle flash blood glucose meter within ten minutes. The results of 501 mg/dl, 431 mg/dl, 409 mg/dl and 113 mg/dl were plotted against the average on a parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: it should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.